Manufacturer narrative:
Returned product was examined under magnification. Threads on the locking portion of one screw are bright silver and deformed. There are no clear signs of damage to any of the threads in the plate. The damage is consistent with a screw thread stripping while being inserted into a plate. Additional mdrs associated with this event: 3025141-2018-00105: plate; 3025141-2018-00106: screw 1.

Event description:
During routine removal of an aculoc 2 plate and screws, the threads of one of the screws sheared off. The sheared portion of the screw was removed but there is a possibility that a remainder of that sheared screw remains implanted.